Event description:
It was observed that during the device evaluation, the cystonephrofiberscope exhibited a chipped distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the chipped distal end, the cause was due to some kind of stress, such as damage or deterioration of parts, device incorrectly handled during reprocessing, and an interoperability problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.